Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 106.0, and 135.0 cm from the proximal end. The embolization coil was intact with the pusher assembly. The non-penumbra microcatheter was ovalized approximately 117.0, 118.0, 124.0, and cm from the hub. Conclusions: evaluation of the returned pod6 revealed that the pusher assembly was kinked. If the pod6 is forcefully advanced against resistance, damage such as a kink may occur. During the functional test, resistance was encountered while attempting to re-sheath the pod6, however, the pod6 could not be re-sheathed due to coagulated blood within the introducer sheath. Therefore, the pod6 could not be functionally tested. Evaluation of the non-penumbra microcatheter revealed that the catheter was ovalized. The root cause of this damage could not be determined. However, this ovalization likely contributed to the reported resistance and the pod6 getting stuck inside the microcatheter during the procedure. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using a pod6, non-penumbra sheath, non-penumbra catheter and, non-penumbra microcatheter. During the procedure, the physician experienced resistance while advancing the pod6 through the middle of the microcatheter; subsequently, the pod6 became stuck and, therefore, it was removed. The procedure was completed using pod packing coils (pod pcs), a pod coil, another coil and, the same microcatheter. There was no report of an adverse effect to the patient.